Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical inc., therefore no investigation can be performed. According to the physician, everything was fine until after the ivl treatment and stent placement. The physician believes that post dilatation with a non-compliant (nc) balloon inflated at high pressure including the patient's history of tavi likely contributed to the perforation. There is no causal relationship between the vessel perforation and the ivl catheter. Per the physician, the shockwave c2 coronary intravascular lithotripsy (ivl) catheter worked better than expected. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
An 87-year-old female patient who has a previous transcatheter aortic valve implantation (tavi) underwent a procedure with a shockwave c2 coronary intravascular lithotripsy (ivl) catheter to treat a target lesion in the # 6-7 branch of the left anterior descending (lad) artery. Prior to the ivl procedure, the lesion was pre-dilated with a 2.0mm non-compliant (nc) balloon however, at first inflation it ruptured. Another 2.0mm nc was used and had successfully dilated the lesion. With a guide extension in place, the ivl catheter was inserted into the target vessel, and it successfully delivered a total 40 pulses from the distal lesion (20 pulses) to the proximal lesion (20 pulses). A 3.5mm drug-eluting stent (des) was implanted to further open the vessel. An angiogram and intravascular ultrasound (ivus) imaging were performed, and it showed that the vessel has been adequately dilated. Although the # 7 vessel was not treated with the ivl, the physician implanted a des in the lesion and then expanded it using a 2.5mm nc balloon. Ivus imaging was performed to check the vessel and at the same time also re-checked the # 6 vessel diameter. Ivus showed that the des on the #6 was malpositioned so the physician used a 4.0 x 15mm nc balloon to post-dilate the vessel again. At this time, the patient complained of chest pain. Angiogram showed the vessel had perforated. The vessel continued to bleed so the physician inserted a guiding catheter from a newly punctured inguinal to deliver perfusion to the vessel using a perfusion balloon catheter. The patient's condition was not stable so a percutaneous cardiopulmonary support systems (pcps) was utilized for cardiac massage. A covered stent with drainage was also used but the bleeding did not stop as viewed in echo. The patient's hemodynamic status started to deteriorate so the physician inserted an intra-aortic balloon pump (iabp) and another covered stent was again implanted at the distal lesion. The bleeding had stopped but oozing was still present, and the patient's status had stabilized. The iabp was removed to avoid the patient's blood pressure to increase due to the volume of blood. At this point, the procedure was stopped, and the patient was transferred to the intensive care unit (ICU) after optical computed tomography (oct) was performed. The following day, it was confirmed by the physician that the patient was in stable condition in the ICU.